Event description:
It was reported that the pt was not getting any therapy effect from the intrathecal baclofen therapy. The pt experienced withdrawal with unspecified cardiovascular problems, cognitive symptoms, fever, hypertonia, coma, and csf leak. No reservoir discrepancies were noted. The hcp was able to withdraw from the catheter access port. A catheter revision was performed. It was noted that the catheter was probably lacerated by the suture loop on the pump; per the reporter, "too sharp". The pump was used to deliver lioresal. The pt outcome was serious life threatening injury/illness -recovered without sequelae.